Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements greater than 125 ohms. The pocket was manipulated and the shock impedance measurement was 45 ohms. A revision procedure was planned. A technical services consultant also provided troubleshooting techniques to determine if reprogramming options could resolve the high measurements. Additional information was received indicating that noise was present on the rate/sense and shock channels which resulted in inappropriate shocks. The pocket was reopened and a new lead was placed. Noise continued to be observed on the rate/sense and shock channels. The device had been implanted sub-pectoraly. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Upon receipt in our post market quality assurance laboratory, visual inspection noted the device header was loose. Although the header was loose, it remained attached to the device case. An x-ray of the device header found the lvp, rvc, and rvr header wires were fractured. These wires are associated with the lvring, the distal shocking coil and the rvring, respectively. The fractured wires likely contributed to the clinical observations. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.